Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic surgery, after firing the device, the staple line was incomplete distally and was unable to close the bronchus. The staple line was hand stitched to resolve the issue.